Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent delivery system (sds)was not returned for analysis and may have assisted in the investigation. Potential causes for stent dislodgement include interaction of the stent with the lesion, anatomical conditions, accessory devices and/or previously implanted stents. To help ensure stent dislodgement is not the result of a manufacturing deficiency, all stent delivery system (sds) are inspected for proper stent placement and crimped stent outer diameter. In addition, as part of product release testing, a sampling of units is destructively tested for stent dislodgement force. In this case the vessel and lesion site was characterized as being heavily calcified. When the sds was advanced through the lesion, it was pulled back to reposition and the xience stent dislodged off of the balloon. In this case, it appears that the stent interacted with the anatomical conditions and contributed to the stent dislodgement while pulling the sds back into the lesion to reposition. A dilatation balloon was used to deploy the stent. The reported stent dislodgement appears to be related to the procedure circumstances and there are no indications of a product quality deficiency. Review of the device lot history record produced no findings relevant to this report. Additionally, a query of the complaint-handling database was performed and no other incidents have been reported for stent dislodgement for his lot.

Event description:
It was reported that during the procedure in a heavily calcified proximal right coronary artery (rca) the xience v stent delivery system (sds) crossed the lesion; however, when the sds was pulled back for repositioning the stent dislodged from the catheter distal to the lesion. A dilatation balloon was used to deploy the stent distal to the lesion. The target lesion was treated and the patient was discharged the next day. Though requested no additional information was provided. Subsequently, a user facility medwatch report was received stating "md was crossing a heavily calcified lesion of the rca (proximal) and pulled stent back over lesion and stent fell off balloon. Stent was sitting in rca past proximal rca lesion. Md took a balloon and deployed 2.5 x 23 xience stent in rca without any hemodynamic compromise. Rep was informed."